Event description:
It was reported that during revision of the atrial lead externalized conductors were observed on the rv lead. The lead was capped and replaced on (B)(6) 2017. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
A partial lead with the connector pin measuring 13.7 cm was returned for analysis. External insulation abrasion was noted at 12.1 ¿ 12.5 cm, 12.2 ¿ 12.7 cm and at 12.8 ¿ 12.9 cm from the connector pin consistent with friction to the device can. The etfe coating was intact at these locations.